Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 at 1.45 pm with blood glucose value of 33.3 mmol/l. The customer blood glucose level was 54.0 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer treated with insulin pump, syringe and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer did not allege insulin pump was over delivering the insulin. Customer performed high-pressure test and it was passed. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy tests. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.